Manufacturer narrative:
The user required hospitalization while using the ilet. Limited information regarding the reported event was available despite multiple follow-up attempts. Engineering review could not evaluate device operation during the reported event because the ilet was powered off from 22-jun-2026 at 8:45 pm until 24-jun-2026 at 1:46 pm after the battery was depleted. Upon restart, alert 60 (bluetooth communication) was annunciated due to the device starting in low-power mode, which is expected behavior and is not indicative of a device malfunction. Review of the available device history identified no malfunction alerts, no motor errors indicating inaccurate insulin delivery relative to delivery requests, and no factory reset. Based on the available information, no device malfunction was identified, and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user required hospitalization while using the ilet. The user reported receiving treatment in the intensive care unit with exogenous insulin and IV fluids and was discharged on (B)(6) 2026. No long-term health effects were reported.